Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level displayed as high. The customer administered a manual insulin injection to address high blood glucose, removed o-ring from the pneumatic tap, and successfully loaded a new cartridge to resolve this issue.